Manufacturer narrative:
Per tandem's user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 501 mg/dl. Reportedly, the customer disconnected at the t:lock. Tandem technical support educated the customer on ensuring to disconnect at the infusion set site and not at the t:lock. A manual injection was administered to address bg level.